Manufacturer narrative:
One picture of a cadd cassette reservoir was received for evaluation. In the picture, it could be observed that there was a drop of water in the bag. One cadd cassette reservoir with part number 21-7308-24 and lot number 3882466 received in used condition inside a plastic bag with its original open packaging. The sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination; no damages were detected. A syringe was used to infuse water into the cassette bag; there was a leak in the bag. Leak testing was reviewed to ensure that measures are within specification, no discrepancies were found. The reported issue was able to be confirmed. The cause of the issue was unable to be determined.

Event description:
Information was received that during pre-use check of this smiths medical cadd cassette reservoirs, the customer noticed the fluid was leaking from the medication bag. No reported adverse effects or patient injury.